Manufacturer narrative:
It was reported that the shower bag's shoulder strap, was broken. The shower bag was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shower bag was not provided. The reported event could not be confirmed as the device was not returned for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the shoulder strap of the patient's shower bag was broken. The shower bag was replaced with no reported patient consequence. No further information has been provided.